Event description:
Healthcare professional reported ¿rupture¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as fold flaw opening and missing assessed as. Shell thickness was within specification). Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healtcare professional reported ¿rupture¿. This record is for the right side. Device was explanted.